Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced "over salivating" and "constant clearing of throat" leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on an unknown date at (B)(6) medical center by dr. (B)(6). The patient had a dilation. Device explant due to "over salivating" and "constant clearing of throat" occurred without issue on (B)(6) 2018 at memorial hospital (B)(6) by dr. (B)(6). A fundoplication was performed at the time of explant. Device was found in the correct position/geometry.